Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system (lot number 551428, expiration date 01/31/2012). (B)(4). Other: na.

Event description:
Customer reportedly received results of 281 mg/dl on the advantage system while using comfort curve test strips, and 128 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.